Event description:
Used ethicon's echolon 60 stapler lot # h44c4k exp. Date 07-2016 and green 60 load lot # h44365 exp date 06-2016 to stapler left apical appendage. Came off heart lung machine and had to go back on pump. Staples/staple line fell apart. Dr. (B)(6) repaired by sutures. In md report it is documented "the left atrial vent was removed and the arterial appendage stapled and oversewn with running" suture. "The heart was deaired and with the pt in steep trendelenburg position the crossclamp was removed with good resection of the aortic root." The used staple gun and box of unused reloads are sequestered. Pt's surgery was (B)(6) 2011 and was discharged (B)(6) 2011 home.